Event description:
The customer reported that the maquet ecls (extra corporeal life support) pack was used to place a patient on ecls. The circuit was primed well and patient was placed on ecls without difficulty. After several minutes the quadrox oxygenator began to leak blood in small amounts from the vent. The patient was not experiencing any reduction in oxygenation status so the physician decided to cut out the leaking oxygenator and replace with a new quadrox oxygenator. This was done without event and the patient was supported appropriately. The leaking quadrox was saved to be returned to maquet for evaluation.

Manufacturer narrative:
A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The device has been returned to the factory and was evaluated. This complaint was investigated in the german non-conformance system. The investigation showed a fiber delamination. The failure mode is known and covered in CAPA (B)(4). Internal complaint number (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).